Event description:
Per the clinic, the patient experienced intermittencies and subsequent lack of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed on august 23, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.